Event description:
It was reported that (1) device was used during a sigma resection. It was reported by the affiliate that the tsb45 instrument did not staple and the staples did not close completely. Another instrument was used to complete the case. There was no consequence to the pt.